Event description:
The device was used to check a pt's blood glucose and a result of 150 mg/dl was obtained. The reporter also stated the result was not in the device memory, but the two subsequent results were in memory. The device was replaced and requested to be returned for evaluation.